Event description:
(B)(6) study: it was reported decreased lymphocyte count and decreased white blood cell count occurred. In november 2021 the subject was enrolled into the mandarin study. On (B)(6) 2021 treatment with therasphere was performed; the planned treatment type was uni-lobar treatment. Total calibrated activity prior to infusion was 0.99 gbq and calculated dose to perfused target liver tissue was 252.7 gy. Four days post index procedure, the subject was diagnosed with lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) and white blood cell count decreased nci-ctcae v5.0 grade: 2 (moderate). No action was taken to treat the event. On (B)(6) 2022, the white blood cell count decreased was noted to be recovered/resolved. At the time of reporting, the outcome of the lymphocyte count decreased was unknown.

Event description:
(B)(6) study: it was reported decreased lymphocyte count and decreased white blood cell count occurred. In november 2021 the subject was enrolled into the mandarin study. On (B)(6) 2021 treatment with therasphere was performed; the planned treatment type was uni-lobar treatment. Total calibrated activity prior to infusion was 0.99 gbq and calculated dose to perfused target liver tissue was 252.7 gy. Four days post index procedure, the subject was diagnosed with lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) and white blood cell count decreased nci-ctcae v5.0 grade: 2 (moderate). No action was taken to treat the event. On (B)(6) 2022, the white blood cell count decreased was noted to be recovered/resolved. At the time of reporting, the outcome of the lymphocyte count decreased was unknown.

Event description:
Mandarin study it was reported decreased lymphocyte count and decreased white blood cell count occurred. In (B)(6) 2021 the subject was enrolled into the mandarin study. On (B)(6) 2021 treatment with therasphere was performed; the planned treatment type was uni-lobar treatment. Total calibrated activity prior to infusion was 0.99 gbq and calculated dose to perfused target liver tissue was 252.7 gy. Four days post index procedure, the subject was diagnosed with lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) and white blood cell count decreased nci-ctcae v5.0 grade: 2 (moderate). No action was taken to treat the event. On (B)(6) 2022, the white blood cell count decreased was noted to be recovered/resolved. At the time of reporting, the outcome of the lymphocyte count decreased was unknown. It was further reported that on (B)(6) 2022 the event of lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) was considered recovered/resolved. On 02 march 2022, the subject was noted with lymphocyte count decreased nci-ctcae v5.0 grade: 2 (moderate) and lactate dehydrogenase was slightly elevated nci-ctcae v5.0 grade: 1 (mild).

Manufacturer narrative:
B5 describe event or problem: updated information.

Event description:
Mandarin study: it was reported decreased lymphocyte count and decreased white blood cell count occurred. On (B)(6) 2021, the subject was enrolled into the mandarin study. On (B)(6) 2021 treatment with therasphere was performed; the planned treatment type was uni-lobar treatment. Total calibrated activity prior to infusion was 0.99 gbq and calculated dose to perfused target liver tissue was 252.7 gy. Four days post index procedure, the subject was diagnosed with lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) and white blood cell count decreased nci-ctcae v5.0 grade: 2 (moderate). No action was taken to treat the event. On (B)(6) 2022, the white blood cell count decreased was noted to be recovered/resolved. At the time of reporting, the outcome of the lymphocyte count decreased was unknown. It was further reported that on (B)(6) 2022 the event of lymphocyte count decreased with nci-ctcae v5.0 grade as grade 3 (severe) was considered recovered/resolved. On (B)(6)2022, the subject was noted with lymphocyte count decreased nci-ctcae v5.0 grade: 2 (moderate) and lactate dehydrogenase was slightly elevated nci-ctcae v5.0 grade: 1 (mild). It was further reported that 3.04 gbq was administered to this patient.

Manufacturer narrative:
B5: describe event or problem: updated information.